Event description:
The customer stated that she tested her blood glucose one evening before going to bed and received a reading of 85 mg/dl using her contour meter. After 3 hours, paramedics were called because the customer was not feeling well. Paramedics tested the customer's glucose at 25 mg/dl using their meter. The customer was taken to the hospital and most likely , treated with glucose. While gathering product information, it was discovered the customer had been using expired test strips. No product will be returned for evaluation. A replacement meter was sent to the customer.